Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18. User has high glucose value. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
The customer stated his meter showed hi as soon as the test strip was inserted into the port and without applying any blood. The customer stated when the he inserts a test strip the meter displays hi and will not turn off and that he must manually turn the meter off. Customer stated he can manually turn the meter on with the dot button, but then the screen goes blank immediately. The customer is unable to test or to go into the meters' memory. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Manufacturer send a second replacement to resolve the initial concern. Most likely underlying root cause of malfunction: strip issue note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
The customer stated his meter showed hi as soon as the test strip was inserted into the port and without applying any blood. The customer stated when the he inserts a test strip the meter displays hi and will not turn off and that he must manually turn the meter off. Customer stated he can manually turn the meter on with the dot button, but then the screen goes blank immediately. The customer is unable to test or to go into the meters' memory. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.